Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room with shortness of breath and a cough. Test results revealed a pericardial effusion. It is possible that the atrial screw jabbed the pericardial vessel and caused the effusion.,